Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. Siemens healthcare diagnostics is investigating at the customer site. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from three patients. The patients' samples were repeated on the advia centaur cp and the results were negative. Two of the patient samples were sent to the main laboratory and tested on the advia centaur xp. The results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00146 on september 29, 2015. Siemens filed the MDR 1219913-2015-000146 supplemental report 1 on november 23, 2015. 12/09/2015 additional information: siemens personnel visited the customer site. Debris was observed in the sample and cuvette waste indicating sample integrity issue. The siemens field service engineer (fse) went on-site and replaced the wash station, luminometer and peristaltic pump. Forty replicates of the low calibrator, low quality control, and negative patient pool were run post service. All the results were acceptable. The customer site has not had any other discordant results since service. The customer does not adhere to the sample tube manufacturer's recommended handling. Preanalytical factors cannot be ruled out leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the specimen collection and handling section: "before placing samples on the system, ensure that samples have the following characteristics: · free of fibrin or other particulate matter. · free of bubbles."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00146 on september 29, 2015. 10/08/2015 additional information: the siemens field service engineer (fse) decontaminated the system and replaced the system water bottle and wash 1 bottle with brand new bottles. The fse performed a carryover study and a precision study. The results for both studies were acceptable. 10/20/2015: the fse decontaminated the system and the deionized (di) water was used from new bottles. 11/16/2015- correction: the initial MDR failed to mention the following information: a siemens field service engineer (fse) went on site and performed a background wet/dry evaluation that failed. The fse decontaminated the acid/bas and replaced with fresh fluids. The fse found the sample syringe was not moving properly. The sample syringe was replaced. The fse found some bubbles in the dispense port 3 water line and replaced the d3 5 ml plunger. The probe alignments were adjusted. No conclusions can be drawn. Siemens continues to monitor the customer site and is investigating.